Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer. Returned product consisted of a threader balloon catheter. There was contrast and blood in the inflation lumen. The balloon was loosely folded. The tip, balloon, coil, hypotube, outer shaft and inner shaft were microscopically examined. Magnified inspection identified a pinhole in the balloon material at the markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-jul-2016. It was reported that crossing difficulties were encountered. The chronic totally occluded (cto) target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After a guide wire crossed the lesion, a non-bsc balloon catheter was advanced but failed to cross the lesion. A 1.2mmx 12mm threader balloon catheter was then advanced but also failed to cross the lesion. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.